Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3888-33, lot# j0444008v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: extension. (B)(4). Note: this information previously reported in report #3004209178-2014-22225.

Event description:
It was reported that in 2012 her device ¿tripped on.¿ the patient had to have her healthcare provider (hcp) turn stimulation off for her because her device didn¿t work. She was unable to turn stimulation off with her patient programmer (pp). Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, and if the patient had any further concerns. This event will be updated if additional information is received.